Manufacturer narrative:
The device remains implanted. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen for a programmer interrogation, and that critical therapy remained available.

Event description:
Boston scientific received information that a review of the remote monitoring system data for this device showed 165 treated episodes but no shocks delivered. The data was reviewed by engineering to understand this erroneous information, but more data was needed. Technical services requested the device undergo a programmer interrogation so more data will be available for review. The patient was later seen in the clinic and the device was interrogated. The rest of the device check showed everything looked normal; the sensing vector was reprogrammed and smart pass was programmed on. The session was ended and the device was reinterrogated and now it was showing 0 episodes since last follow up, as expected. The device data was submitted for review. No adverse patient effects were reported. Engineering review of the device data found a device reset had occurred (B)(6) 2016, between the follow-up visits on (B)(6) 2016 and (B)(6) 2017. The cause of the reset could not be determined, but it is suspected there was a memory corruption or a write to memory issue that affected this counter. The device is operating as expected after the reset and there were no other unusual faults or resets recorded. The counter was cleared at the recent follow-up and is now back to the correct value of 0. Normal device follow-ups are recommended. The device remains implanted and in service.